Event description:
It was reported to philips that the device will not acquire ECG 4/12-lead. There was no reported patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) thoroughly evaluated the device and its operation. The fse was unable to find any faults with the device. Customer resolution and conclusion: the fse was unable to find any faults with the device. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.